Manufacturer narrative:
Unomedical hereby submits this report as part of its complaint remediation activities conducted under a CAPA 2356421 and CAPA 2566479 in accordance with the FDA action plan, which incorporates qp-ic-2026-0020 (ic retrospective complaint review) and qp-ic-2026-0024 (ic retrospective MDR review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Additional information - this medical device report (MDR) is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: e1: (B)(6). This investigation has been updated because the malfunction code changed from soft cannula bent/kinked/crimped after removal - reduced flow to soft cannula bent/kinked/crimped after removal -blockage which requires additional activities not included in the original investigation dated 27/jan/2026. The original investigation remains valid and has not been modified. Complaint investigation results: a complaint investigation was conducted based on the event description and the assigned malfunction code: soft cannula bent/kinked/crimped after removal -blockage. Additional information was requested to support the investigation; however, a lot number or any product specific information was not provided. No device, device components, or other visual or physical evidence was made available for evaluation. Consequently, visual inspection, retain-sample testing, or the assessment of potential product performance issues, component integrity, or manufacturing defects could not be performed. In response to the complaint, and due to the absence of a specific lot number or part number, a high level investigation was conducted for the assigned malfunction in infusion set products distributed to the customer. This included but it was not limited to autosoft xc (5 inch), autosoft 90, autosoft 30, autosoft 30 t-lock, varisoft product families. The investigation included an electronic quality management system (eqms) search, assessment of complaint trends, and review of applicable risk management documentation. No systemic issues were identified during this high level review. Please refer to the attached memos for full details. Autosoft90 occlusiondocx.pdf trusteel occlusion.docx.pdf varisoft occlusion.docx.pdf enclosure 1: eqms search results.xlsx enclosure 2: maintenance results.xlsx enclosure 3: raw data for complaint trending.xlsb. Corrective and preventive action (CAPA) determination: based on the investigation, no further action is required. The record will be closed and monitored through tracking and trending per work instruction (wi) (monthly trips and alerts). Complaint investigation - conclusion: due to the absence of a lot number, part number, and returned product, the investigation was limited to a high level review of the assigned malfunction in infusion set products distributed to the customer. This included but it was not limited to autosoft xc (5 inch), autosoft 90, autosoft 30, autosoft 30 t-lock, varisoft product families. The review included an eqms search, complaint trending, and review of applicable risk management documentation. No evidence of a systemic issue was identified. No further action is required at this time, and the record will be closed with continued monitoring through routine tracking and trending. The record may be reassessed if additional information becomes available. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient faced cannula issue as the infusion set cannula was found bent on (B)(6) 2023. The patient experienced high blood glucose level with trace ketones which was treated with insulin pen.